Manufacturer narrative:
The device was received. Investigation is not complete. This reporter represents all the information known by the reporter upon query by hospira personal.

Event description:
The customer contact reported the device alarmed with a s104 (primary audible alarm failure) malfunction alarm code. No specific event details were provided including if the secondary speaker sounded an audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.